Event description:
It was reported that the 9800 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board will be replaced by the customer. A follow up report will be filed when additional details become available.